Manufacturer narrative:
(B)(4) follow up: lot # 102698, (B)(6) 2017 was identified. The complaint product was returned, and an evaluation was performed. The instrument at the time of manufacturing would have conformed to all specifications for production. The root cause for the reported issue is most likely due to wear during maintenance/processing, excessive use and sterilization, and appears to have reached end of life. The lot number on the device was 102698 which was sold in june 2017. Based on this information the cord has been in use for over three years. The cord showed significant signs of wear and tear due to use. This product has a recommendation of twenty uses. The extensive bending at the instrument end will cause the wires to wear over time and short out internally. There were no issues found in the device history record that indicated any issues with these manufacturing lots. The probable root cause has been determined to be extensive use over three plus years that caused wear and tear to the internal wiring. There have been no issues identified with the material or manufacturing process. H3 other text : see h10.

Event description:
Event description per attached email states: - customer has had two instances occur with splitting of the monopolar cord #88-9199 near the female end. One of the instances caused a spark which resulted in a tear in the surgeon¿s gown and will be investigated under complaint # (B)(4). There was no harm or injury caused to the surgeon or patient. Both samples are in the customers possession and available. The lot numbers on the cord are faded and hard to completely decipher. No further information available.

Manufacturer narrative:
(B)(4). (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Event description states: customer has had two instances occur with splitting of the monopolar cord #88-9199 near the female end. One of the instances caused a spark which resulted in a tear in the surgeon¿s gown and will be investigated under complaint # (B)(4). There was no harm or injury caused to the surgeon or patient. Both samples are in the customers possession and available. The lot numbers on the cord are faded and hard to completely decipher. No further information available.